Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available.

Event description:
Doctor reported he placed an implant bnet511 in (B)(6) 2015 the crown was placed in (B)(6) 2015. After a first loosening screw the crown was released again on (B)(6) 2019. A new screw unihg was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one gold-tite® hexed uniscrew was not returned for investigation. Therefore, visual evaluation could not be performed. Per complaint description, the screw had loosened a couple of times. This investigation addresses the third loosening event. Since the product was not returned, the investigation was performed using only the available information (instructions for use and risk files). Functional testing could not be performed since the device was not returned. No pre-existing conditions were noted on the per. The device had been placed on an unknown tooth location for approximately 4 years. Device history record (DHR) review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. An item-based (unihg) complaint history review was performed over a one-year period for similar events or complaints and no other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned. Product not returned.

Event description:
No further event information is available at the time of this report.